Event description:
The customer reported a ventilator that failed to alarm while on a patient.this event occurred during clinical use on a patient, however, it was reported that there was no associated patient or user harm.